Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, our technician confirmed that the distal body broken, the light guide cable buckled, the control body corroded, the lcb distal cover glass missing, the remote control buttons cut, the junction case loose, the lg connector loose, the segment worn out, the down pulley wire worn out, the root brace rubber (lg connector) flared, and the software misconfigured; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).